Manufacturer narrative:
User reported issue was confirmed. Device was found to have a speaker issue. The device was repaired and retested to meet all the specifications on 04/02/2015. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. (B)(4).

Event description:
The user reported "the device is not making any sound. No beeps, chirps or anything else". No patient was involved in this case.